Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to displaying a battery depletion alert and exhibiting premature battery depletion. Additionally, the device produced codes for long charge and charge times. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to displaying a battery depletion alert and exhibiting premature battery depletion. Additionally, the device produced codes for long charge and charge times. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Review of memory identified the presence of battery depletion, as well as the long charge and charge times codes. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. The battery was then sent for further analysis, which identified evidence of excess cathode material in the battery, leading to the premature battery depletion observed during the analysis of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to displaying a battery depletion alert and exhibiting premature battery depletion. Additionally, the device produced codes for long charge and charge times. This device is expected to be returned for analysis. No further adverse patient effects were reported.